Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion which exhibited tortuosity and calcification. It is reported that this tortuosity and calcification made the procedure difficult. The first attempt to cross the lesion with the stent failed, and was removed with no damage noted. A second attempt was made to implant the rsint. This failed also and on removal of the undeployed stent from the patient it was noted that the stent had become damaged. No clinical sequelae were reported. The procedure was completed using another device. Device evaluation: the device was returned to the manufacturing facility for review. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 9th distal segments have raised struts.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified, tortuous lesion). Inherent risk of procedure (stent deformation). Deformation issue (stent damaged during use). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (calcified and tortuous lesion). (B)(4).